Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient had a urinary infection caused by the operation a month after implant surgery. Interventions included surgery and IV antibiotics for three days before clearing up. The patient¿s white blood cell count was allegedly between (B)(6). No further complications were reported. The patient¿s relevant medical history includes diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Weight updated.